Event description:
It was reported that during a post-implant device check, the pulse generator exhibited premature end of life. After the software was downloaded, normal function ensued. The device remained implanted.